Event description:
The surgeon implanted a plate silicone lens model aa4204vf. It was indicated that the surgeon noticed the haptic was broken after implantation. The lens was implanted and removed without patient injury. The model and lot numbers of the cartridge and injector used during usrgery were unknown.